Event description:
It was reported that the health status of the patient "got worse after the implantation of the pump". The scar from the implantation opened and the pump had to be explanted. It was noted there was harm/injury indicated as wound healing distortion and worsening of health status. The device will not be returned to the manufacturer. It was disposed of.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)